Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The complaint of configuration was revealed in the event log and when powering up device this confirmed complaint. The cause was when customer was reprogramming the drug library it was incomplete when the customer disturb device during the programming process or during the cloning process. Action was taken to reload standard reconfiguration. Device was calibrated and passed all testing. Device also greased. Over all condition of device was good.

Event description:
Information received a smiths medical medfusion syringe 3500 pump had system failure during configuration. Requesting service for configuration as pump would not turn off when this occurred. No patient involvement, as drug library was being updated.